Event description:
It was reported that during a gastric bypass procedure, the device would cut but it stapled partially. The device worked properly with four reloads, at the fifth reload it blocked the device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.